Event description:
It was reported that the right ventricular (rv) lead was surgically repositioned due to lead dislodgment. Also, a non-sustained episode that contain a noise artifact that may be from medical procedure and or electromagnetic interference (emi) was noted. This rv lead remains in service. No additional adverse patient effects were reported.